Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the motor of the device seized up and would not lock on the attachment device was confirmed. An assessment was performed and it was found that the device would not oscillate. It was noted that the internal components of the device were excessively corroded. It was observed that the unit failed the attachment coupling check, and the check the off/oscillation/on switch mode function. It was further observed that the device showed signs of immersion, there was excessive corrosion and an unknown liquid inside the sub-assembly components, the motor was damaged, will not spin, and the bearings had rough rotation. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event it was reported that during a thoracotomy surgical procedure on a canine, it was observed that the motor of the small battery drive device seized up and would not lock on the attachment device. It was reported that there was a five minute delay in the procedure due to the event . There were identical spare devices available for use. It was reported that the procedure was completed successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.